Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm not moving. Upon functional testing the fse found spc8 high-power board is malfunctioning. The fse replaced spc8 high-power board. After replacement fse test the function but c-arm remains stuck as a piece of tape restricted the rails movement. The fse removed that tape. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that frontal plane movements were unavailable. The device was in clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.